Event description:
Patient was admitted to the hospital for transfusion based on a low hemoglobin result. A hemoglobin result of 7.8 g/dl was obtained in 2004 using a cell-dyn 4000 hematology analyzer. A sample drawn at the hospital the next day yielded a hemoglobin result of 11.3 g/dl. No transfusion was given to the patient. History revealed that one month earlier the patient had a hemoglobin level of 12.0 g/dl. No further impact to patient management was reported.